Manufacturer narrative:
The facility does not own a sonastar xs-e unit. The dates of surgery were confirmed with the facility. A sonastar device was not present at the facility in 2005, the date of surgery.